Event description:
It was reported that balloon rupture occurred. The patient presented with lower extremity arterial disease and underwent endovascular therapy. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. Vascular access was obtained using the ipsilateral antegrade approach. After inserting a non-boston scientific (bsc) sheath and placing a non-bsc guide catheter, a jupiter guidewire and a non-bsc micro catheter were used to cross the lesion. A non-bsc balloon catheter was initially advanced for dilatation but failed to cross the lesion. A 1.2mmx15mmx142cm emerge balloon catheter was advanced but ruptured at the distal to anterior part on the third or fourth inflation. The same emerge balloon was used to dilate the lesion again followed by the same initially used non-bsc balloon. The physician decided to use a bigger size balloon and advanced a 1.5mm x 20mm x 143cm coyote es balloon catheter. However, during the second inflation at 12 atmospheres, the balloon ruptured. The balloon was replaced with another of same device followed by using another non-bsc balloon completing the procedure. No patient complications were reported.